Manufacturer narrative:
A4 correction: the patient's weight was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The reported observation of ¿high impedance¿ was confirmed when referencing the returned lead. The root cause of the reported observation was due to the associated returned lead being fractured. It was noted the lead was fractured at the distal end of the modified swift-lock anchor.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000110846.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to this issue.